Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 5 years and 11 months post implant of this 23mm bioprosthetic aortic valve, the patient underwent a transcatheter valve-in-valve replacement due to increased gradients and aortic stenosis. No additional adverse patient effects were reported.